Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer called tandem technical support for assistance pertaining to the bolus delivery. At the time of the reported event, the customer was unable to provide additional information. During a follow-up call on 8/16/2017, the customer reported that the issue had been resolved by changing the supplies, and was unable to provide additional information regarding the initial call. The customer's blood glucose level ranged from 85 to 146 mg/dl.